Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a postscapular tear during a surgical procedure. The surgeon performed an anterior vitrectomy and switched the intraocular lens to a lens in the sulcus. The physician believes that the cause of the tear is contributed to user error and not to the products used.

Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the procedure was laser assisted cataract surgery with laser. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The surgeon reported that there was chamber shallowing which caused the phaco tip to nick the posterior capsule (pc) causing a rent. The surgeon had to complete an anterior vitrectomy. The intraocular lens (iol) was implanted in the sulcus. The surgeon does not blame the laser and does not want a follow-up call. The physician¿s opinion was that user error caused or contributed to the event. No service for the system was requested. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).